Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during operation for colon, there was an or fire when the gauze ignited when the electrocautery device released an output. The fire was little and disappeared immediately. There was no damage to the patient or the area around it.